Event description:
Contact reported while surgeon was inserting a large diameter screw, the driver tip sheared off into the screw shank. After consulting with appropriate hospital staff, the surgeon decided to leave the fully seated screw in the patient and completed the case. The screw tip remains in the shank with a rod and cap above it.

Manufacturer narrative:
No conclusions can be made. Since the product is not available, an evaluation cannot be performed. A review of the device history records cannot be performed as the lot number is unknown. The age and condition of the instrument prior to breakage is unknown. Without a product sample we are unable to confirm the reported issue or identify the root cause. No further action is required at this time. If the complaint product sample becomes available, the complaint file will be re-opened and the product will be evaluated. Device not available.